Event description:
A patient reported that they had an implantable neurostimulator (ins) for their gastroparesis. They stated that it was implanted 4 different times and then clarified that the entire system was done twice, but they could not keep any of them due to infection. The healthcare provider (hcp) kept trying to put the battery in the pocket and it continually got infected because of (B)(6). The first surgery the patient had to have was on (B)(6) 2016. They left the leads in the patient's stomach but took the battery out. The battery part was the one that was infected. They had hopes that they could put the battery back in and try it again. The battery actually fell out of their body when they went to the hospital around (B)(6) 2016. They did an emergency surgery and put the patient on oral antibiotics for (B)(6). The hcp then said the pocket was clear, and in (B)(6) 2017 they tried to put it back in, just the battery. They cut the pocket open and it looked like fatty tissue. Instead of the hcp sending the fatty tissue to pathology, they went and put the battery in. The fatty tissue was (B)(6) and in (B)(6) 2017, they took the whole system again. No further complications were reported/anticipated. See regulatory report 3007566237-2017-04314.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had a history of mrsa and it flare up post-operation. No further complications were reported/anticipated.